Manufacturer narrative:
The device log files were returned to technical support for evaluation. The reported malfunction was confirmed through the log files and indicated the mainboard required replacement. The replaced main board was returned to zoll failure analysis lab (fa lab) for further evaluation. The reported issue was confirmed, pinpointing damage to the blower driving hardware of the main electronics board.

Event description:
The customer reported that the ventilator triggered a technical failure 316 and 401 alarm. No patient involvement was reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.